Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed for having reached an eri battery status 66.9 months after implant. During this replacment surgery, an insulation abrasion was noted on the pace/sense leg of the lead and a complete fracture of the df-1 coil was noted near the terminal pin of the lead. Review of the electrograms noted numerous non-sustained episodes caused by noise. Because of this, the physician does not believe that he caused the lead damage during the explant procedure.